Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the logs shows alarm (B)(4) and 316 are triggered after completed start up. Rev suspecting inspiration valve failure, requested the customer to perform an inspiration block test and inspiration valve test to confirm the findings. As per the latest update, customer reported that inspiration valve was on 0 % while they enter the service screen. Service screen #16 shows that the blower voltage and current is not available while the blower is set in on condition at 30%. This might be because the device is in fail safe. Also, inspiration valve test passes all the 4 tests performed.

Event description:
The customer reported while using the bellavista 1000, tf 300/316/545 has appeared. Requested to perform an inspiration block test and inspiration valve test. The issue happened during start up and the device during standby. As per the latest update, customer reported all inspiration valve tests passed. The customer reported there is no patient involvement associated with the event.